Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient went to the emergency room (ER) due to bent cannula on ()(6) 2025 leading to hyperglycaemia. The event occurred on the first day after insertion, with the infusion site located at the hip. The infusion set had been in use for only a few hours. At the time of the event, the patient's blood glucose level was 438 mg/dl and the ketone level was 3+. The patient was treated using an insulin pump. The hospitalization lasted less than 24 hours. No further information available.